Event description:
The customer reported that during a patient procedure, using a glidescope titanium video cable, the image would intermittently disappear. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The customer's glidescope titanium video cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device and was able to confirm the reported image issues. When connecting the customer's video cable to a known, good, test monitor and test reusable blade the image intermittently disappeared. The camera image quality test was performed and failed. Upon completion of the evaluation the glidescope titanium video cable was scrapped due to no repairs being available, and the customer was provided a replacement glidescope titanium video cable. Corrective action is not required at this time. Verathon will continue to monitor for trends.